Event description:
The device was placed in the manual mode of operation and defibrillator energy was discharged to the pt. After a brief interval the device lcd display blanked and could not be restored.